Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced difficult to dial/dose. The customer reported no adverse event. The event involved product(s) mmt-105nnblna. Customer reported dose knob/dial difficult to turn. No harm requiring medical intervention was reported. Mmt-105nnblna was requested and customer response was the device will be returned.

Manufacturer narrative:
Per visual inspection: no physical damage to cartridge holder or inpen front and back shell was noted. Dose window missing. Unit paired successfully to commercial app. Unit passed baseline and wireless functionality. App logbook displayed: 14.5u, 14.5u, 14.5u, 14.5u, 15u, 15u, 15u, 14.5u, 14.5u, 15u. Inpen passed displacement dose accuracy. Performed leadscrew reset torque test. Inpen passed and is within specification (ccw: 4.85 ozf-in). Inpen passed front cap investigation. In conclusion: inpen received working as designed. No mechanical malfunctions noted during testing that could affect insulin delivery. Therefore, the customer concern of difficult to dial/dose could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.